Manufacturer narrative:
(B)(4). During follow up with the reporter, they corrected the lot number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): manufactured from august 4, 2015- august 5, 2015. The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed a ruptured bladder. The direct cause of the ruptured bladder could not be determined during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor burst. This occurred during preparation for therapy and before patient use. There was no patient involvement. No additional information is available.